Manufacturer narrative:
Gtin number: unknown since the serial number was not provided (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2012, a double valve replacement was performed and this trifecta valve was implanted in the patient's aortic position. There is no information available about the valve implanted in the mitral position (size and model). At the beginning of (B)(6) 2016, re-do aortic valve replacement was performed due to aortic regurgitation and this trifecta valve was explanted. Upon explant of this valve, a cusp appeared to be torn from the stent post toward the nadir. A carpentier-edwards perimount magna ease aortic heart valve (size unknown) was implanted. Reportedly, as there was no anomalies observed on the mitral valve, it remains implanted in the mitral position. No additional information is expected.